Manufacturer narrative:
This report is submitted on september 27, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and discomfort with device use. It was also reported that the patient experienced wound breakdown at the processor site and subsequently was administered antibiotics (date and type not reported) and underwent skin revision to have the wound re-stitched.

Manufacturer narrative:
Additional information : it was reported that the patient experienced an infection. Data in have been updated. This report is filed on january 21, 2019.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 due to inflammation at the implant site. This report is filed on october 25, 2018.